Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 310.284, lot: 32p8660, manufacturing site: bettlach, release to warehouse date: 17 january 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery for open reduction and internal fixation of proximal humerus fracture with plate. During the surgery, the drill bit is broken when drilling for screw. A piece of fragment remains in the patient¿s bone. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screws: (part# unknown; lot# unknown; quantity: unknown). Unk - plate: (part# unknown; lot# unknown; quantity: unknown). Unk - drill (part# unknown; lot# unknown; quantity: unknown). This complaint involves (1) device. This report is for (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.